Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump was alarming threshold suspend when his blood glucose was 131 mg/dl and his sensor reading was 61 mg/dl. Customer stated he changed out the sensor and is continuing to have issues with inaccurate readings from the sensor. Troubleshooting was performed and the customer was advised to turn off the sensor feature off for a couple of hours and reconnect. The customer is not returning the sensor for analysis.